Manufacturer narrative:
H6 correction: health effect - clinical code should be 2388 - inadequate pain relief rather than 1924 - failure of implant. H6 correction: health effect - impact code should be 4610 - inadequate/inappropriate treatment or diagnostic exposure rather than 2199 - no health consequences or impact. H6 correction: medical device problem code 1057 - premature discharge of battery rather than 2885 - battery problem.

Event description:
Additional information indicates that the patient's ipg reached end of life. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.